Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issues. Samples returned - customer returned three 8mm, 31 gauge pen needles from lot 007767. Only one of the pen needles had been opened. The opened pen needle has had its inner shield pierced at some time. This damage may have occurred if the pen needle was accidentally pushed through the inner shield during reshielding. The patient end of the pen needle itself had broken off entirely. The cannula may have broken as the result of high stresses accidentally being placed across it during use. Damage to the needle itself as the result of penetrating the inner shield may have contributed to the needle breaking. The needle breaking during use may have also resulted in the pen needle leaking since insulin could not cleanly pass through the system into the patient. The remaining two unopened pen needles were unused and undamaged. CAPA/sa - based on the results of the investigation no CAPA/sa are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 31ga 8mm had needles broken off and leaked. The following information was provided by the initial reporter:   the consumer reported that the needle broke off inside the injection site and insulin was running down consumer's stomach.   Date of event: (B)(6) 2021. Samples: yes.